Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer treated with insulin pump. The blood glucose was 600 mg/dl at the time of event. The current blood glucose was 200 mg/dl. Customer also had bent cannula. It was unknown if the auto mode was active or not. It was unknown whether the customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was not performed; however, the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.